Event description:
The physician was retracting the angiosculpt device and when approaching the proximal right coronary artery (rca), he felt resistance. He proceeded to lightly pull on the device with no success. He noticed that when he attempted to retract the device, the conductor guidewire (manufactured by concert medical, llc) moved along with the device and a form of a prolapse had occurred. The physician was forced to pull both the device and the guide wire at the same time and noticed upon exit, they were stuck together. Additional information received on (B)(6) 2013: the patient had a severe dissection in the proximal rca caused by the guide catheter trauma when it got sucked back into the coronary sinus causing a localized aortic hematoma. Additional information received on (B)(6) 2013: the physician believes that when he was tugging on the angiosculpt, then pushing back and forth is what caused the guide catheter to get sucked back into the aorta.

Manufacturer narrative:
A: the patient information is unknown. The hospital declined to provide the information. The angiosculpt device contributed to the dissection and hematoma caused by the guide catheter getting sucked back into the aorta during the removal of the angiosculpt device from the patient. The lot number was not provided by the hospital; therefore, the lot number and expiration date are unknown. The angiosculpt device was returned intact to the guide wire. Evidence of laceration from the ex port to the damaged proximal bond suggest a guide wire prolapse occurred. Uncoiling of the guide wire was observed at the ex port and the guide wire broke at the distal section but remained attached by the coils. The device manufacture date is unknown. The lot number was not provided by the hospital. According to the IFU for angiosculpt ptca catheter, arterial dissection and hematoma are both listed as possible adverse effects of the procedure. Guide wire prolapse is also listed in the IFU as a possible occurrence during the procedure.